Manufacturer narrative:
Patient gender and weight were not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Software investigation completed. Findings are that the system functioned normally with straight suction after the case. Suspect the emitter placement during the procedure for intermittent tracking. Software is functioning as designed. (B)(4) 2014 a medtronic representative, following-up at the site, reported checking-out two instrument sets - no issues were identified. The trackers used in the reported procedure were checked and found to be good. Medtronic representative making recommendations to the site regarding proper emitter placement. There have been no further reoccurrences of this issue reported. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correct part numbers and manufacture date provided. A medtronic representative reported that the issue with the tracking was not related to the instrument as originally reported. The issue was related to emitter placement. The rep trained the staff and they now have a better understanding of emitter placement.

Event description:
A medtronic ent representative received a report from a site that while in an ear, nose & throat (ent) procedure, the site experienced intermittent tracking when using their straight suction at depth. At the same time, two other different instruments were tracking properly. In trouble-shooting, the medtronic representative recommended they identify and remove any metal in the field. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.